Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, ¿the metal shaft penetrated inside of right cheek¿, occurred.

Manufacturer narrative:
The head was manufactured at the following location: contract MFR. (B)(4). The handle was manufactured at the following location: (B)(4).